Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 407 mg/dl. The customer also reported no delivery alarm. Troubleshoot was performed and customer stated that the insulin did not exit. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.